Event description:
In 2009, the lay user/patient in another country contacted lifescan alleging that the one touch ultra easy meter read inaccurately high. The medical surveillance specialist wrote follow up questions to the technical service representative (tsr) to ask the pt but the tsr could not reach the pt. The following complaint was classified based on information obtained from lfs customer service. The pt said she measured her blood sugar one week earlier in the morning at 8:30 am and obtained a reading of 9.6 mmol/l. She said that she injected 6 units of novorapid insulin at that time based on the result. Then she reportedly suffered a "really bad hypo" and felt very heavy at that time. She said her daughter and husband "brought her back" with some dextrose and she feels fine now. She did not receive any advice from a doctor or alter her medication. The pt did not provide any further details of her management of diabetes including her diabetes medication regimen or her sliding scale. It was determined, during the troubleshooting telephone call, the meter was set to the correct unit of measure at the time of testing. Although details of the pt's management of diabetes is unknown, this complaint is being reported because the pt alleged the meter reading was inaccurately high and subsequently suffered symptoms of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.